Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 1.4 mmol/l and 31.1 mmol/l. No adverse event was reported. The suspect device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.